Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported rupture. The device has been explanted. This record relates to the right side.

Event description:
Patient reported right device rupture. Healthcare professional reported right device capsular contraction, baker grade ii-iii and silicone migration. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contraction baker grade ii-iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: silicone migration, capsular contraction baker grade ii-iii.